Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing of a spectrum pump, the pump experienced a free flow. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported free flow, which was reproduced while loading a set and closing the door. Evaluation confirmed the reported symptom "free flowing device" through causality of a loose bearing mount screws. The loose pump mechanism bearing mount screws prevented the valves from occluding the IV tubing causing the observed condition. The pump mechanism was required to be replaced.